Manufacturer narrative:
The investigation was updated after receipt of the device (receipt was 24oct2019). Manufacturing site evaluation: the product arrived in a contaminated condition. The instrument exhibits no outward damages or defects. Investigation - used test- and analysis- equipment: aesculap rf- generator "gn 200", snr. (B)(4). Digital-camera "panasonic dmc tz8". Fluke 178 trms multimeter (ID (B)(4)). Measuring module box with power supply. First we made a visible inspection of the jaw. Except the soiling (blood and tissue) we found no abnormities like burned or charred peak. Then we checked the mechanical function. The clamping and the cutting function worked well. In the next step we connected the instrument with an rf- generator "gn 200", snr.(B)(4), and checked the electrical functions: test step: generator- announcement: result: activation with open jaw "regrasp open" o.k. Activation with wet tissue "sealing" o.k. Activation with closed jaw "regrasp open" o.k. Activation with tin-foil in jaw "regrasp short" o.k. In the next step we checked the function and the resistance of the system. Therefore we cleaned the jaw with hydrogen peroxide. Then we connected the instrument to the module box and measured the voltage drop over the instrument. With the voltage drop and the well known current, it is possible to calculate the real resistance on load operation. Result: resistance on load operation 1 a: 2,75. The upper limit of the resistance of the complete instrument is 4,0 and the determined value therefore in specification. Next with a clearance gauge we checked the clearance between the upper and the under jaw in closed position. The values are within specification. Batch history review - the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause - the root cause for the problem is most probably usage and/or patient related. Rationale - because the caiman system is validated, and the complained instrument is without any deviation to the function relevant parameters we assume a usage and / or patient related error. Possible root causes for insufficient sealing are: insufficient cleaning of the electrodes (usage). Blood clotting disorder (patient). Cutting before the end of sealing cycle signal (usage). All instruments were tested on their electrical and physical properties. A material failure or a manufacturing error can be excluded.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. A section - patient data - height 175 cm. Manufacturing site evaluation: up to now, no product at hand. Investigation: no pictures provided. Batch history review: the manufacturing documents have been checked and found to be according to specifications valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most likely usage and/or patient related. Rationale: without further knowledge about the circumstances, and without the instrument for analysis, and with lack of information, the definitive root cause cannot be reliably determined.

Event description:
It was reported that there was an issue with the caiman instrument. During a sub-total gastrectomy procedure, the caiman device did not seal correctly; several points on the tissue, after coagulation, tended to bleed. The instrument was used on vessels and omentum. There was rf energy visible on the tip during the sealing process, the full jaw had been applied perpendicular, and the sealed vessel was not dissected and not visible before-hand. It was also reported that the device was cleaned about 10 times throughout the operation. There was no patient harm but a surgical delay of 10 minutes was noted. Additional information has been requested.